Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd wingset sezset unit package received is different than box label. The following information was provided by the initial reporter, translated from portuguese to english: packaged material deviates from the packaging. Purchased the product and the packaging bd saf-t e-z set 23gax0,75¨x12¨ 0,6x19mmx300mm the product purchased, but inside the box came bd saf-t e-z set 21gax0,75¨x12¨ 0,8x19mmx300mm.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38733614 and lot number 3326249. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. However, through the record review, it was identified that the lot involved in the mixture was produced prior to the reported lot. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality team. Through examination of the pictures, it was possible to verify the customer¿s report of mixed product. The shipping box is identified as material 38733614 and lot 3326249 while inside the box the product is material 38734614 and lot 3296588. Through evaluation of the invoices involved, it was determined that the customer received the two lots involved within their order. Based on the investigation results, it is most likely that the mix up was related to the product distribution process. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
B. The customer provided an event date clarification.

Event description:
Event date clarification received.